Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 1,001 mcg/day via an implantable infusion pump. It was reported that the patient had a tilted pump, which was estimated to have began in (B)(6) 2017. No troubleshooting was required. The hcp surgically opened the pump pocket and created a new pocket. While revising the pocket he discovered the pump segment of the catheter had a tear so he explanted the old catheter completely and re-implanted a new catheter. The hcp noticed there was cerebrospinal fluid (csf) in the pump pocket. He then determined there was a tear in the catheter so it was replaced. The issue was resolved at the time of this report. The hcp had no further information to report at this time. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter body found damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.